Manufacturer narrative:
Correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR) trending analysis of odor/smells issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells/vapor issue was reviewed from march 2017 to september 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The unit successfully completed a cycle with no smoke, mist, vapor smells or odor present; reason for return and failure was not confirmed. The assignable cause of the odor/smells/vapor issue is likely the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The vacuum pump was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
While onsite performing preventative maintenance on a sterrad® nx sterilizer, a uhs field service engineer (fse) noticed smoke or ¿haze¿ emitting from the unit. An asp field service engineer was dispatched to assess the unit onsite. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.